Event description:
A syringe pump was set to deliver vitamin k in a 5cc syringe over 38 minutes. After approximately 30 minutes, the nurse noticed that the syringe plunger was at the 3cc mark and the syringe and half the tubing were filled with air. The patient's vital signs were good and there was no sequelae from the event.